Manufacturer narrative:
Qn# (B)(4). The customer returned multiple components from one multi-lumen/psi set for evaluation. The catheter contained obvious signs of use in the form of biological material. After the sample failed functional testing, microscopic examination revealed a small slit on the proximal lumen towards the proximal luer hub. The slit was smooth, which is damage consistent with the lumen coming in contact with a sharp object (scissors, needle, scalpel, etc.). The proximal extension line contained one small slit 43 mm from the juncture hub. The outer diameter of the proximal extension line measured to be 2.94 mm which is within specifications of 2.90-3.00 mm per product drawing. The inner diameter of the proximal extension line measured to be 2.16 mm which is within specifications of 2.11-2.21 mm per product drawing. This indicates that the wall thickness measured within specifications. The sheath assembly was initially flushed to ensure no blockages were present. A water-filled lab inventory syringe was then used to pressurize the extension lines by occluding the distal tip or corresponding lumen of the assembly. When the proximal lumen was pressurized, water leaked from a small slit along the extension line towards the proximal luer hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not suture directly to the outside diameter of the catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The customer report of an extension line leak was confirmed by complaint investigation of the returned sample. The proximal extension line contained a small slit, consistent with contact with sharps. A device history record review was performed based on sales history with no relevant findings. The sample passed all relevant dimensional analysis. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "md was performing the procedure according to IFU. But during the procedure leakage was detected at the proximal lumen line. Md judged it as a defective product and changed to new product". No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "md was performing the procedure according to IFU. But during the procedure leakage was detected at the proximal lumen line. Md judged it as a defective product and changed to new product". No patient harm was reported. The patient's condition is reported as fine.